Event description:
During an unspecified procedure, the instrument did not fire properly. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.